Event description:
Per echo-crt adverse event report, interrogation of the pt's device revealed no sensing or capture at any output. A pa and lateral chest x-ray revealed the lead had dislodged into the right ventricular outflow tract. This lead was explanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.